Event description:
It was reported that there was a loss of therapeutic effect. The patient was implanted in 2009 "because of a car accident to help with his c4." He had several surgeries since then. He was in another car accident in one month prior to the report and would like to have the stimulator removed. The patient needed an MRI because of some nerve issues resulting from a recent car accident. After the last car accident, his lumbar spine was "infused." The patient also had a head injury. The car accident damaged the patient above and below the c4. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).